Manufacturer narrative:
One device was received. Per visual inspection front cover scratched up, microswitch had missing lever arm, pole clamp damaged, line cord faded, corroded quick connect, enclosure cracked under quick connect, outdated printed circuit board (pcb) and power switch. Per functional testing the pump was very loud confirming the complaint. The root cause was a noisy water pump mechanism from wear of age. The device was manufactured in 2004 and first time in for service. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device has a loud motor. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.